Manufacturer narrative:
Evaluated instrument and found that one jaw was broken off; probable cause is stress overload, but we cannot confirm.

Event description:
Allegedly, during laparoscopic colostomy case, the doctor was grasping the anvil with the anvil grasper and pushing it towards the circular staple and when they connected, the anvil grasper slipped forward and one jaw of the grasper broke off inside the patient. The doctor found the broken piece and retrieved it from the patient. There was no injury to the patient and procedure was completed.